Event description:
Additional information received on 05/1/2026 for report mw5184861 to add new information. Investigation: traceability: the part and lot information for the zimmer biomet implant used was unknown; therefore, a review of the manufacturing records could not be performed. Complaint history / trending: the part and lot information for the zimmer biomet implant used was unknown; therefore, a review of the manufacturing records could not be performed. Compatibility: the zimmer biomet hip component (head) was used in conjunction with competitor hip components (srom system and liner), zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices, and these would be considered off-label usages of these devices. Surgery/ x-ray: surgical notes were not provided to the product surveillance team. As such, no definitive statements can be made by the product surveillance team regarding the surgical technique. Patient-specific issues: patient information was not provided to the product surveillance team. As such, no definitive statements can be made by the product surveillance team regarding patient-specific issues. Devices / photographs: at the time of submission of this complaint, no product was provided to the product surveillance team for further investigation or review. Further, no photographs of the affected devices were included in this complaint submission. As such, no definitive statements can be made by the product surveillance team regarding condition of the product. Results / conclusion: a definitive root cause cannot be determined for the reported event of revision for unknown reasons. However, it was noted that a depuy srom system and liner were utilized with zimmer biomet head and this would be considered off label use. The zimmer biomet product surveillance team is committed to customer satisfaction. If you have additional information or have any questions, please feel free to contact us at product.experience@zimmerbiomet.com. If additional substantive information is provided, the team looks forward to re-evaluating this complaint and providing you with a more detailed conclusion. Thank you for your feedback, your business, and for using zimmer biomet product.

Event description:
Event description: it was reported that the patient was revised depuy srom with biomet cup. Changed our head and their liner and removed our 36 +6 and implanted 36 +12. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".